Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they were having issues with their communicator. Pt stated that they charged it 100%. Agent instructed the pt to attempt to connect with the mystim app and communicator not found displayed. Caller reset and repaired the communicator to the handset and was able to successfully connect to their ins. The troubleshooting steps taken on the call resolved the issue. Pt also mentioned that their life is not good anymore after having the ins implanted. Pt mentioned that their spine is narrow. Pt stated that they know they need another surgery. Pt also noted that they feel electricity from their battery and think something is wrong. When agent attempted to confirm event date, pt commented that it has happened a couple times before. Pt was very hard to understand and agent did their best to understand them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.